Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, red particles, opening linear on anterior and delamination total of the plug strap disk shell leak test and microscopic analysis was performed which identified: striated opening on anterior and delamination total of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool; a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.